Event description:
The patient was admitted to hospital in (B)(6) 2021 with worsening chest pain and heaviness on exertion and left leg pain, with associated shortness of breath, which was on and off for two weeks. The pain was relieved with rest. There was an abnormal electrocardiogram (EKG) on admission. A coronary angiogram was performed on admission which showed three vessel coronary artery disease. No medtronic devices were used during the initial angiogram. There was 70% left main disease, 70% ostial and 90% mid stenosis of the left circumflex (lcx) artery. There was subtotal occlusion and heavy calcification of the right coronary artery (rca) with collaterals from the lcx and left anterior descending (lad) arteries. There was peripheral artery disease with subclavian stenosis, and significant disease in both common iliac arteries. There was also severe left popliteal disease and bilateral renal artery stenosis. The patient was recommended for a coronary artery bypass grafting (CABG) procedure. However, due to the medical history the patient was deemed not a surgical candidate and was started on medical therapy. Two months later the patient returned to hospital with severe shortness of breath and chest pain. A planned high risk percutaneous coronary intervention (pci) was performed. One launcher guide catheter was attempted to be used in the pci procedure. It was detailed that the right ulnar artery was accessed and a 7fr sheath was placed without difficulty. The first intervention involved percutaneous insertion of a non-medtronic (mdt) left ventricular assist device into the axillary artery. This was inserted and flow was appropriate. No mdt devices were used in this intervention. Then a pci to the left main (lm) was performed. The lm was engaged with a 7f medtronic 3.5 ebu launcher guide catheter. Non-mdt wires were used. A rotation atherectomy was performed with a non-mdt 1.75 burr, from the lm to the proximal/mid lad, and the lm/lcx. Repeat angiogram showed good results. The lm, lad and lcx were serially dilated with a non-mdt 3.0x15mm nc balloon at high pressures with full expansion. A dk crush technique was used and a 3.0x20mm non-mdt stent was deployed in the lcx with 2mm protrusion into the lm, while a 4.0 non-mdt nc balloon was parked in the lad. The stent was deployed, then ostial flaring was performed using the stent balloon. The stent was crushed with the 4.0 nc balloon. Repeat angiogram showed good results. Intravascular ultrasound (ivus) guidance was used and the lcx was rewired. First kissing balloon inflation was performed using non-mdt 3.0 and 4.00 nc balloons in the lcx and lad respectively. Then a 4.0x48mm non-mdt stent was delivered without difficulty and deployed in the mid lad into the ostial lm. Ostial flaring was performed using the stent balloon. However, after stent deployment the stent balloon could not be removed and the distal third of the balloon was protruding outside the guide. An attempt was made to re-advance the balloon and the balloon was inflated and deflated without success. After multiple manipulations and push/pull, it was decided to cut the stent balloon shaft and deliver a 7f non-MDR guide extension catheter over the stent balloon. However, it was not possible to re-hearth the stent balloon. The equipment was removed in its entirety. Upon retrieval, the guide tip was infolded, and the balloon tip was stretched and infolded (snowplowed) at the tip of the guide. The ostium of the lm stent was disfigured/deformed by the unextractable stent balloon. The lm was reengaged with the 7f 3.5 ebu launcher guide catheter. The stent was appropriately engaged, however, multiple attempts to rewire the lcx and lad were difficult. Balloons could not be delivered and there were concerns that the wires were through the deformed stent struts in the lm. After multiple attempts to rewire the lcx and lad, the equipment was removed. As the lad wire was removed the stent sheared and deformed in the mid segment. Again, attempts to rewire were impossible. Cardiothoracic surgery (CT) surgery was discussed, and the patient was planned for emergent CABG. There was still timi 3 flow in all vessels with haziness in the proximal lcx noted. At the bedside the patient was hemodynamically stable, and the non-medtronic (mdt) left ventricular assist device was weaned and removed. Upon removal there was a significant blood pressure drop and the non-medtronic (mdt) left ventricular assist device was re-inserted. In the process of reinsertion, the patient had a brief and transient pulseless electrical activity (pea) requiring one round of cardiopulmonary resuscitation (CPR). Once the non-medtronic (mdt) left ventricular assist device was reinserted that patient was awake and appropriate with good hemodynamics and good flow. The patient was being prepped to go to theatre for emergent CABG and was intubated. The blood pressure was elevated at this time and a pea arrest occurred. There was a prolonged cardiac arrest with pea and ventricular fibrillation (vf) requiring resuscitation for 50 minutes. After 50 minutes of resuscitation, it was agreed to hold further resuscitation and the patient deceased once CPR was stopped. A second 6fr launcher guide catheter was also used during the procedure. Multiple non-medtronic devices were also used in the procedure. It was reported that the devices used in the procedure were defective and did not perform as expected, and allegedly caused the patients injuries and death. The patient deceased on the same day. Immediate cause of death is cardiac arrest due to post percutaneous coronary intervention (pci) ventricular fibrillation arrest and heart failure. Manner of death is natural.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: there were no reported issues with the launcher devices. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.